Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray control board was replaced during the service call. The system was tested and found to be working as intended and returned to service.

Event description:
It is reported the system displayed an interlock failure and stator not on. This result in a loss of x-ray. This could result in the delay of a procedure. There is no report of injury or death associated with this event.